Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There is one actual sample returned for investigation. The complaint description stated "the balloon on the urine catheter would not deflate/aspirate. Contacted consultant surgeon for assistance. He was unable to deflate and remove the catheter. He cut the catheter passed the valve and the water came out of the port, balloon deflated, and catheter removed safely. No injury to patient." The actual sample returned was cut at the inflation funnel with the assumption that the medical personnel had follow the IFU instruction to cut the shaft as an attempt to deflate the balloon. To simulate the complaint description, 5 ml of distilled water was introduced through the airline lumen on the cut funnel using a 22awg nozzle syringe (0.43mm diameter) fitted with nozzle. The balloon was able to inflate with ease. The nozzle was removed and the balloon able to deflate naturally without non-deflation condition. Thus, it was determined there is no constriction due to collapse lumen wall during inflated balloon or any mean of blockage at the inflation eye during deflation. The valve mechanism and inflation funnel also tested by introducing a distilled water filled syringe at the valve and determined the flowability of distilled water was at ease without any abnormality. In our current standard operating procedure, all products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process. Catheter with defective balloon will be culled out during this process. Based on investigation conducted, it was determined the catheter not having a non-deflation issue. There is no restriction or collapse wall on the inflation lumen system. No abnormality found on the balloon and the valve mechanism determined function as intended. Hence, the complaint is not confirmed.

Event description:
The balloon on the urine catheter would not deflate/aspirate. Contacted consultant surgeon for assistance. He was unable to deflate and remove the catheter. He cut the catheter passed the valve and the water came out of the port, balloon deflated and catheter removed safely. No injury to patient. Clinical consequences: a new catheter was inserted into the patient and they were fine. The lot number was checked and was the same as the newly inserted catheter which was fine. The damaged catheter was kept with its packaging and given to the procurement lead in theatre to document. The patients consultant was informed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The balloon on the urine catheter would not deflate/aspirate. Contacted consultant surgeon for assistance. He was unable to deflate and remove the catheter. He cut the catheter passed the valve and the water came out of the port, balloon deflated and catheter removed safely. No injury to patient. Clinical consequences: a new catheter was inserted into the patient and they were fine. The lot number was checked and was the same as the newly inserted catheter which was fine. The damaged catheter was kept with its packaging and given to the procurement lead in theatre to document. The patients consultant was informed.